Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was unclear if there were any changes to patients' anticoagulation that may have contributed to the event. The patient had experienced signs and symptoms of stroke.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient passed away due to stroke. The stroke was ischemic converted to hemorrhagic. The outcome was not device or therapy related. It was decided to decommission the vad prior to death. The device reportedly functioned normally. An autopsy was not performed.